Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device alarmed system error 345 (thermistor disparity). A review of the history log revealed multiple events of 'system error 345'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined and no component could be determined for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, alarmed system error 345 (thermistor disparity). No additional information is available.